Manufacturer narrative:
Information was requested to his provider who stated that due to his history of urinary retention, he is at a higher risk for infection. Medical charts from provider's office confirms uti infection. Patient informed that urine was retested and it came out clear. No further issues reported. Patient is resuming daily activities. There is no confirmed reported history of uti related to our product. We are unable to confirm if the uti was caused by our device.

Event description:
According to the patient, he experienced uti type symptoms and was hospitalized for 6 days with a confirmed uti he believes was cause by our product.